Event description:
It was reported that the pt has loudness variations and background noise with his implant. The external parts were exchanged, but the problem was not resolved. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow-up report.